Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.the device manufacture date for this product is january 10, 1999.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range pacing impedance measurement for the right ventricular (rv) lead and cardiac resynchronization therapy pacemaker (crt-p). The physician contacted boston scientific technical services (ts) and noted that the impedance measurement had been trending low for awhile and the lead had previously been programmed to unipolar configuraton. At this time the physician has opted to continue to monitor the patient. It was noted that the patient is occluded on both sides, so the physician feels any type of procedure would be risky. The rv lead and crt-p remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that the right ventricular (rv) lead exhibited high thresholds and other continued lead issues, thus a revision procedure was performed. During the revision another manufacturer's pacemaker was implanted. The existing pacemaker was left in service and programmed to pace and sense in the ventricle. Bi-ventricular trigger pacing was also turned on in order to pace with the left ventricular (lv) lead. Boston scientific technical services (ts) noted that this is an off label use of the products as the outcome is uncertain. No additional adverse patient effects were reported.

Event description:
Additional information was received that in addition to the continued chronic low out of range pacing impedance measurements, there was rv loss of capture (loc) and oversensing of noise leading to pacing inhibition observed for this pacemaker dependent patient. It was noted that the patient is totally occluded both subclavian vessels and the clinic is unable to reproduce the observations in the office. The physician is considering options, however no changes have been made to the system to date and no adverse patient effects were reported.